Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on march 5, 2019 that a wallflex esophageal partially covered stent has been implanted to treat a malignant stricture in the esophagus during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2019. According to the complainant, on an unknown date, the patient came back due to dysphagia. Egd procedure was performed and noticed that the stent had migrated approximately 1cm from the target lesion. Reportedly, the physician tried to remove the stent using a rat tooth forceps but it was not successful. The migrated stent remains implanted and another wallflex esophageal stent was placed to complete the procedure. Reportedly, the stricture had not resolved. There were no patient complications reported as a result of this event and the patient's dysphagia was considered resolved.